Event description:
It was reported by service report that the bed motion lock on the footboard did not work. The customer could not determine whether there was pt involvement or if adverse consequences occurred.